Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the small bowel was fistulized to the mesh. He performed extensive lysis of tenacious adhesions small bowel resection and anastomosis and left sided transverse abdominis release. The mesh was noted to have pulled away from the right side and had settled on the left side. It was reported that the patient experienced severe pain, nausea, inflammation, infections, adhesions, resection of portion of small bowel, bulging, stress and anxiety. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 09/18/2022 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.